Event description:
While using the turnpike spiral catheter to attempt to cross an lad lesion, tip broke off in patient's diagonal artery graft; 1/3 of the catheter in the patient's vessel. Multiple attempts to retrieve the section were unsuccessfully made. FDA safety report ID# (B)(4).